Event description:
A report was received that stated a nurse received a needle stick. The patient received the medication via a gluteal needle. At the conclusion of the injection, the needle detached from the syringe and remained in the patient. The nurse attempted to retrieve the needle and received a needle stick injury to her hand. No information has been received regarding any medical treatment to nurse; labs were drawn, the results were negative.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.